Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The physician was performing a trans jugular biopsy of the liver. On insertion of the product it did not cut the sample as required and on examination the mid section of the device was damaged. The coating on the device was unraveled as well with a sharp protruding metal piece. As the patient had a very high inr with high risk of bleeding this device was replaced with another device of the same model which performed 100% and adequate samples were extracted.

Manufacturer narrative:
Device evaluation: one opened device was returned for evaluation. Visual inspection found that the cannula was damaged at the distal end, and the complaint was confirmed. The device was could not be test fired due to the damage of the cannula. The device was disassembled and it was found that the cannula had become loose from the glue pocket. It is possible that the device was fired after the cannula was loose, which caused the stylet to come in contact with the cannula and damaging it. An internal investigation has been opened to document our investigation into the cause of this problem and the corrective actions that are being taken. There were no other complaints found related to (B)(4). A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found.